Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod on their arm between 4 and 24 hours. The patient reported that they met the maximum bolus and they also gave a bolus from their app. Their blood glucose levels kept increasing so they removed, discarded and applied a new pod.

Manufacturer narrative:
Corrosion was observed on the chassis, batteries, mechanism rail, and pcb. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal cannula tear is confirmed as the root cause of the reported not sure delivering insulin complaint and internal corrosion. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cyl1. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.